Manufacturer narrative:
Investigation summary: product inquiry states the end cap, std, stst gamma3 to be the subject product. No further associated products were reported. A review of the DHR revealed no discrepancies and the item was documented as faultless prior to distribution. The image provided showed discrepancies between side and bottom label regarding the cat. # and expiry date. The label at the bottom side presents cat. # 40051100s (expiry date 2019-11) and the side label presents cat. # 18965045s (expiry date 2019-12) [1]. Further, foiling (overwrap-foil) is only visible at the lower part of the cardboard box. Originally both (upper and lower) parts of the cardboard box are fully wrapped by the manufacturer. Furthermore, two small stickers with stryker imprint are visible at both longitudinal sides, at each side one is sticking, which is not originally provided by the manufacturer as well. Thus, it could be assumed that the packaging was re-wrapped, which is beyond the manufacturer¿s control. It could not be excluded that the mix-up of the upper and lower part occurred during the re-wrapping of the device. The root cause was already given in the cancelled product return child. According to further information received ¿when the pi was opened, stryker brazil also started an internal investigation and we concluded there was a misunderstood in the logistic operator. Corrective actions will be taken by stryker (B)(4). No product will be returned for investigation¿ this inquiry does not present a complaint regarding product quality and is not device related. It rather reflects a deficiency in the further treatment respectively in the flow at distribution site. The event was not caused by product deficiency. Device was not returned.

Event description:
It was reported that one label of the box says: ref 40051100s; lot k0389a9; exp 11/2019. The other label says: ref 1896-5045s; exp 12/2019.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that one label of the box says: ref 40051100s; lot k0389a9; exp 11/2019. The other label says: ref 1896-5045s; exp 12/2019.